Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button are less responsive. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump had no delivery alarm also low battery alert. The device will not be returned for analysis.